Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. The device was tested on the bench and a shorted high voltage output transistor was noted. The cause of the damage could not be determined. Reliability laboratory technician. St jude medical crmd reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.